Event description:
During a left temporal craniotomy for arteriovenous malformation (avm), the navigation machine and the microscope failed to synchronize to allow navigation for the case. It took several reboots of the navigation machine and a change out of the microscope to solve the problem. Per the or manager, various issues with the new kinevo microscopes and navigation synchronization have been identified and are being resolved as they occur. Zeiss, medtronic and our biomed department are involved with these issues. There was no harm to the patient.